Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead and the helix mechanism was damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of stylet insertion difficulty and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. The cause of stylet failure to advance was due to over-toque of the inner coil. Visual examination found the helix to be fully extended and clogged with blood. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner, and over-torque of the inner coil. X-ray examination did not find any anomalies.